Manufacturer narrative:
It is difficult to determine the cause of pull out with the current data. The cage has been pushed out with the screws locked into the plate, this suggests that there was a problem with the cage fixation process or that the cage migrated during the patient recovery process.

Event description:
Screws in cervical plate have backed out of bone, the screws are still locked into the plate.